Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found that solenoid valve lv15 was not functioning correctly, causing a leak at the red blood cell (rbc) bath. Lv11 was not working correctly either, causing the white blood cell (wbc) bath to not fill properly. The fse replaced lv15 and lv11 and the instrument ran without leaks or other problems. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained diluent leak of about 5 ml from a coulter ac·t diff 2 analyzer during startup. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.